Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted in the pulmonary position, with an implant duration of 7 years, 8 months, underwent an attempted valve-in-valve procedure due to pulmonary insufficiency and pulmonary stenosis. As reported, during balloon testing, coronary compression was observed, and the procedure was aborted. The patient is stable and recovering.